Event description:
A patient contacted lifecor customer support to report that one of his battery packs was only lasting 12 hours. Support asked if there were any unusual lights, when the pack is in the charger. The pt stated, the lights were the same for both packs. Support requested a download, then sent a replacement battery pack. The following day, the pt's wife contacted support to report that the other battery pack is now displaying no charge. When it is inserted into the monitor, it will display a full charge, but after a minute, all of the bars disappear from the battery display. When placed on the charger, the pack indicates a full charge with no other flashing leds. The new replacement battery pack had been rec'd. Support asked her to try the new replacement pack and got the same result. A replacement monitor and another battery pack were provided as a precaution.

Manufacturer narrative:
Monitor - 08/2006. Battery pack - 03/2006. Battery pack - 07/2002. Device evaluation summary: device evaluations of the returned equipment have been completed. The reported problem could not be reproduced. Monitor passed all functional tests. Battery pack passed all functional tests. Battery pack was not returned by the pt. The pt continued to use this pack without problems. Two possible explanations for the reported symptoms are contamination on the battery contacts within monitor that had since been removed, or the battery packs were not being fully inserted into the monitor. Both possibilities could result in intermitted communication between the battery pack and the monitor and the resultant lack of battery charge bars on the dsplay despite both packs being fully charged. No adverse event resulted from the reported problem. The pt's monitor and battery packs were replaced.